Event description:
It was reported that there was an event of right atrial (ra) lead noise. The lead was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. The lead was returned for analysis. Visual inspection found two external abrasions breaching the outer insulation exposing the outer coil at proximal to the suture sleeve impression consistent with friction to device can. In one abrasion location, all five outer coil fillers were found abraded/separated and the inner insulation was damaged but the inner coil to be intact. Three external insulation abrasions breaching the outer insulation were also found at distal to the suture sleeve impression consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was found exposed at all three locations. The cause of noise was due to outer coil being exposed in all abrasion locations. No other anomalies were detected.